Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. No pump error noted during test. Insulin pump successfully downloaded to thumps. No pump error alarms noted during testing however, pump error alarm is found in the formatted history file due to a software error as per global logic analysis ((B)(4)). The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer stated that they were able to clear alarm and complete pump rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.